Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2017-00173 thru 3012447612-2017-00175.

Event description:
It was reported that there were damaged threads on two closure tops and two pedicle screws disassembled during surgery. The threads of one closure top sheared off within the tulip of the pedicle screw during attempted assembly, then the pedicle screw's tulip detached from the screw shaft. On another pedicle screw, the threads of the closure top sheared off during final tightening, then the pedicle screw's tulip detached from the screw shaft. The construct of three pedicle screws, three closure tops, and one rod were removed and replaced with competitive products. There was a delay of 35-40 minutes, but no patient injury as a result. No pieces fell into the wound. This is report four of four for this event.

Manufacturer narrative:
The returned screw was evaluated. There was damage found on the screw head threads consistent with cross-threading and damage on the screw shank consistent with disassembly. The cause of the cross-threading is likely attributed to an incorrect assembly between the sleeve and the pedicle screw which allowed the closure top to move off-axis and cross-thread at the junction between the sleeve and the tulip. The cause of the disassembly is likely attributed to the deformation of the splines associated with final tightening and subsequent loosening of the rod and closure top within the tulip. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.